Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. Additionally, it was reported that a cartridge alarm occurred. No notable events occurred prior to the alarm. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 289 mg/dl.